Event description:
Material no. 362753, batch no. Unknown. It was reported that after use of the bd vacutainer® cpt¿ cell preparation tube with sodium heparin when used in the centrifuge there is glass breakage of the tube. The following information was provided by the initial reporter: it is reported glass is breaking during centrifugation. Customer has no specific lot experienced as she is calling on behave of the site. They are currently using centrifuge. There is no samples available as there is no specific lot known. Customer wants to know if there is a specific centrifuge that can be used with this product such as a angled rotor and or a clinical smaller centrifuge? Breakage occurred while centrifuging. No specific date of occurrence, 2 occurrences, no serious injury, no death, no erroneous results, no treatment change, no exposure, no needle stick, no medical intervention and no safety issue. Customer believes this occurred because site is using wrong centrifuge for product.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 362753, batch no. Unknown. It was reported that after use of the bd vacutainer® cpt¿ cell preparation tube with sodium heparin when used in the centrifuge there is glass breakage of the tube. The following information was provided by the initial reporter: it is reported glass is breaking during centrifugation. Customer has no specific lot experienced as she is calling on behave of the site. They are currently using centrifuge. There is no samples available as there is no specific lot known. Customer wants to know if there is a specific centrifuge that can be used with this product such as a angled rotor and or a clinical smaller centrifuge? Breakage occurred while centrifuging. No specific date of occurrence, 2 occurrences, no serious injury, no death, no erroneous results, no treatment change, no exposure, no needle stick, no medical intervention and no safety issue. Customer believes this occurred because site is using wrong centrifuge for product.